Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to erosion. Six months later the patient underwent a reimplant procedure in which a new aus system was implanted. No information was provided about the patient's outcome.